Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer report: 3006705815-2020-31706. It was reported that one of the patient's scs leads had fractured. This resulted in a loss of therapeutic stimulation and surgical intervention was necessary to resolve the issue with a replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.